Event description:
On (B)(6) 2012 at 1445, pt started dialysis. As soon as treatment started noticed to have blood leak from dialyzer and flowing to hansen. Blood did not return to patient. Treatment stopped and disconnected the lines. This was the second incident regarding the same lot on this day. Entire lot pulled from shelf and returned to manufacturer.